Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / proceed mesh involved caused and /or contributed to the adverse events described in the article? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, proceed mesh?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic ventral hernia repair procedure during a six-month period from (B)(6)2004 and the mesh was implanted intra-abdominally. The patient possibly experienced complications included seroma and hematoma, bowel lesions, urinary retention, acute, and chronic pain, mesh infection, and/or recurrence, occurring possibly 3, 4 or 15 months after the surgery. It was also reported that seroma/hematoma was aspirated and recurrence was re-operated. Adhesions were easy to detach and caused no harm to the bowel or other viscera. It was treated by second laparoscopic procedure. Additional information has been requested.